Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the patient experienced diffuse lamellar keratitis issues in the unknown eye after lasik surgery.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specification as per service installation record. No treatment report was provided for analysis. According to information received from the regional company representative team the cases of diffuse lamellar keratitis usually break out epidemically and consistent and only with one user of the laser system. Other users wash the interface and flap with more care and therefore might reduce the risk of diffuse lamellar keratitis to occur. Additional contributing factor to the formation of diffuse lamellar keratitis might be the steam sterilization used. The root cause cannot be identified conclusively, based on provided information. The manufacturer internal reference number is: (B)(4).